Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that suddenly today he wasn¿t feeling his stimulation. The patient said that his implant is charged and he can turn his stimulation on but he doesn't feel the stimulation. The patient noted that he tried switching groups, increasing his stimulation, putting it in and out of MRI mode and turning the stim off and back on but he doesn't feel the stimulation. The patient denies any falls or traumas and troubleshooting advised to follow-up with his healthcare provider or manufacturer representative.